Event description:
The lay user/patient contacted lifescan (lfs) on july 25, 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) spoke to the patient on july 26, 2006 and obtained/verified the following information: in 2006 at 4:00 am, the patient woke up feeling cold, clammy and dizzy. She tested her blood glucose and does not recall the reading; however, mentioned that it showed a "high" reading. The patient did not have the meter available to verify her blood glucose reading at 4:00am. Based on how she was feeling, she woke up her husband and told him to grab her something to eat. The patient ate crackers, banana and 5 glasses of orange juice and felt better after eating and went to sleep. She did not retest her blood glucose until later that morning and obtained a 187 mg/dl. She did not seek any medical attention or contact her physician for advice. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The patient had been cleaning the puncture area incorrectly, which may contribute to false blood glucose readings. Quality control testing passed using the control solution; the result was 147 mg/dl (range: 111-148 mg/dl). The patient ran out of subject test strips to run another control solution test with mas. Customer care advocate (cca) sent the patient a replacement meter and test strips. Although the patient did not seek any medical attention, the complaint is being reported because the patient experienced symptoms that suggest hypoglycemia and the patient claims the meter displayed a "high" reading. The patient treated herself with food and felt better after eating. It would have been helpful to know the exact meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.